Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years later, a venous right lower extremity was performed, and it revealed non-occlusive chronic thrombus of the right lower extremity from the femoral vein down to the calf. After one year and five months later, the patient complaints of abdominal pain. After one week, the patient presented to the hospital with chest pain and shortness of breath, a computed tomography angio (cta) chest was performed and it revealed the examination was positive for pulmonary emboli with significant clot burden in the distal left pulmonary artery and branches to the left upper lobe and left lower lobe. On next day, an ultrasound venous doppler of bilateral lower extremities was performed and it revealed there was partially occlusive clot in the distal right femoral vein extending into the popliteal vein and the peroneal vein. There was partially occlusive clot in the proximal left femoral vein extending into the posterior tibial vein. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for alleged filter detachment and perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts detached and perforated outside the lumen of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.